Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01139. It was reported the patient's lead was showing high impedances. The patient's ipg was also having impedance issues. Surgical intervention was undertaken and the ipg and lead were explanted and replaced.